Event description:
It was reported that the pump suspended insulin delivery in response to inaccurate readings from the user¿s continuous glucose monitor (cgm). Reportedly, the cgm blood glucose (bg) reading was in the 50s mg/dl, and the meter bg reading was in the 500s mg/dl. As reported, the "customer was already at an ob/gyn doctor's appointment," and customer was hospitalized and admitted into the intensive care unit on (B)(6) 2026 due to elevated bg level and "pain." Reportedly, "caller was 29 weeks pregnant and had to have an emergency c- section because the baby no longer had a heartbeat", ultimately the pregnancy was lost. Customer was treated with intravenous fluids of saline, insulin, magnesium and potassium. Customer was released from the hospital on (B)(6) 2026. System check with tandem technical support did not identify any additional issues with the pump or related supplies. A review of pump data will be performed, and the results will be submitted in a supplemental report.